Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple motor errors and the act button sometimes had to be pressed more than once to work and insulin pump had squirted insulin when priming. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had battery life was a little quicker and it had rejected new batteries. The customer also reported that insulin pump gives a lot of random no delivery alarms and display screen will sometimes had an oily appearance. The insulin pump will not be returned for analysis.